Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes (primary and revision), patient age, activity level, weight and medical history, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary, what was implanted during the revision and an update on the patient following the revision, has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewwed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Taperfit / trinity revision of the stem, cup, ecima liner, biolox delta ceramic head and 2 screws after approximately 4 years and 10 moths due to impingement.

Manufacturer narrative:
(B)(4) final report additional information, including post primary and pre revision x-rays, operative notes (primary and revision), patient age, activity level, weight and medical history, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary, what was implanted during the revision and an update on the patient following the revision, was requested in order to progress with the investigation of this event, however, none of the information was provided.. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewwed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the event could not be determined. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Taperfit / trinity revision of the stem, cup, ecima liner, biolox delta ceramic head and 2 screws after approximately 4 years and 10 moths due to impingement.